Event description:
Journal reference: shields d. C., palina c., et al. "Extramedullary intrathecal catheter granuloitia adherent to the conus medullaris presenting as cauda equina syndrome." Anesthesiology. 2005; 102(5) 1059-61. The article describes a case report involving a patient being treated with an implantable infusion pump and morphine for pain associated with an l1 compression fracture. The patient experienced new onset pain due to a granuloma at the catheter tip and a migration of the replacement catheter. Reportable events: patient experienced new onset neuropathic pian related to a granuloma formation at the tip of the catheter (n=1). Several weeks post catheter replacement, due to the granuloma, the patient experienced new onset pain related to the migration of the catheter (n=1). The catheter was repositioned and the pain was resolved. The catheter manufacturer was not identified.

Manufacturer narrative:
Journal reference: shields d.c., palina c., et al. "Extramedullary intrathecal catheter granuloitia adherent to the conus medullaris presenting as cauda equina syndrome." Anesthesiology. 2005; 102(5) 1059-61. The catheter manufacturer was not identified.